Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial in liquid. Visual inspection found no visible damage. Claim# (B)(4).

Manufacturer narrative:
Weight: unknown. Ethnicity: unknown. Race: unknown. Date rec¿d by MFR: this product is manufactured in the u.s. But not marketed in the u.s. Device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicm5 13.2 implantable collamer lens, -03.00 diopter, during the same surgery due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was unknown.